Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 20 mmol/l with ketone levels of 1.7 mmol/l; cause was due to occlusion alarms. Customer administered manual injections to address bg level. Customer changed pump supplies to address the issue.